Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated that when he treated his blood glucose using his insulin pump it did not go down so he treated his blood glucose with syringes. Customer experienced symptoms such as nausea, abdominal pain. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.